Event description:
Voluntary medwatch report stated that the patient experienced chest pain, and the atrial lead exhibited far r-wave oversensing, low pacing impedance, and noted impedance variability. No intervention was performed, and no additional adverse patient effects were reported.